Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient had non-tunnelled catheter placed on 9/9. Confirmed placement prior to use. It was stated "accessed red lumen at 1210 and unclamped clamp and slid part up the line. Pulled back on syringe and only air was obtained. Upon closer inspection, hold noted in red lumen line that was underneath clamp. Clamped immediately and notified team. New line placed at bed side over guide wire and procedure is currently under way."